Event description:
During a total laparoscopic hysterectomy procedure, the inactive tissue pad was coming off on one side. There was no reported patient consequence and procedure was finished with a device of a different product code.